Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself after pressing the code summary button multiple times while monitoring a patient. As a result, defibrillation would be delayed or prevented if necessary. The customer advised that there were no adverse effects to the patient, a (B)(6) male, as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself after pressing the code summary button multiple times while monitoring a patient. As a result, defibrillation would be delayed or prevented if necessary. The customer advised that there were no adverse effects to the patient, a (B)(6) male, as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Physio determined the cause of the reported event was due to improper maintenance of the device batteries for two (2) of the three observed power off events. The battery powering the device when the power off events occurred was over 4 years old and was manufactured on 12/06/2013 and had a charge cycle count of 124 cycles. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.